Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a non-penumbra microcatheter. During the procedure, the physician experienced resistance advancing a ruby coil in the distal part of the microcatheter. Subsequently, the pusher wire of the ruby coil broke, and the ruby coil unintentionally detached in the microcatheter. Then, the physician used a saline injection to push the ruby coil into the vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.